Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the meter was not returned with the pump for testing. During testing, the pump powered on with vibratory and audible sounds. A 10 unit bolus was performed with the sound set to vibrate. The pump emitted the appropriate vibrate warning and the bolus was successfully performed. The pump was then paired with a test meter. A 10 unit bolus was performed with meter. The pump emitted the appropriate vibrate warning and the bolus was successfully delivered. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. According to the reporter, the audio alarm works but the vibration feature intermittently works. This complaint is being reported because the reported issue was not resolved with troubleshooting. The pump was replaced and requested back for investigation. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.